Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, perforation ventricle cardiac tamponade occurred. Pericardiocentesis was performed. The lead was explanted. The patient was fine post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.